Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used to treat a post-polypectomy bleed in the cecum during a colonoscopy procedure on (B)(6), 2010. According to the complainant, during the colonoscopy procedure, three clips were attempted to be placed across a cecal polypectomy site; however, none were able to attach to the site. One of the clips (the subject of this report) came out bent and fell off into the patient. The bent clip was not retrieved from the patient. The other clips were attempted to be placed to remove some polyps and stop the bleed; however, they did not adequately attach to the site. It was reported that the patient's anatomy was tortuous. The bleed was successfully cauterized using a bsc snare tip. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.